Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. They did not find moisture in the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The significant event leading to the alarm was that she was showering by the pool with her pump on. Her blood glucose level at the time of the event was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump is being returned and a replacement will be sent to the customer.